Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Functional testing found the ats ha to keep pumping air to keep the cuff inflated. A bubble test confirmed the leak was in the right angle connector port of the cuff. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that an ats 30inch disposable cuff was leaking during surgery, causing a 10 minute delay. There was no harm involved. No adverse events have been reported as a result of this malfunction.